Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure. No other information can be obtain regarding the infection and explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc- 8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.